Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting, or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
The customer phoned ameda on (B)(6) 2014 reporting one of the dials and the tubing adapter on her purely yours breast pump was broken. Customer also reported the pump was making an abnormal noise. Customer reports no fluid leakage from the battery compartment during pump use.